Manufacturer narrative:
H4: the lot was manufactured from july 30, 2019 - august 01, 2019. H10: two (2) unused actual samples were received for evaluation. Visual inspection was performed and a trace of silicone oil located on the interior wall of the housing was identified. The reported problem was not verified. A functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors leaked from an unspecified location prior to patient use. There was no patient involvement. No additional information is available.